Manufacturer narrative:
Based on the information provided and the known risks associated with mechanical thrombectomy in ischemic stroke, including hemorrhagic transformation, the event is considered a known potential complication. No device malfunction was reported.

Event description:
A 49-year-old female in the cognitive post-market study presented with a right m1 occlusion and underwent thrombectomy using the tigertriever 17 with aspiration, achieving tici 2c after multiple passes. Post-procedure imaging revealed a subarachnoid hemorrhage, which was promptly managed without further complications. The patient recovered well (nihss 0 at 24h) and was discharged for rehabilitation.